Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the system monitor not having a display was confirmed via product testing. The heartmate system monitor (serial #: (B)(6)) was returned for analysis and no log files were submitted for review. The heartmate system monitor was serviced at the abbott service depot on 15mar2021 and the reported event was verified. The main printed circuit board (pcb) was replaced and the system monitor was able to function as intended. The customer was given credit for this unit and the repaired unit was placed in the abbott rental pool after being serviced. The main pcb was forwarded to the abbott product performance engineering (ppe) lab for further analysis. During further analysis of the main pcb it was observed that a fuse on the main pcb was non-functional, which caused an open circuit. The fuse was replaced, and the system monitor pcb was able to output a display when placed in a test system monitor housing. The root cause of the reported event of the system monitor not having a display was determined to be from a damaged fuse on the main pcb. The root cause of the damaged fuse is unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ addresses how to properly set up and interact with the user interface of the system monitor. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate ii system monitor was blank. The customer tried reseating and replacing the power cord, but there was still no power to the device. The monitor was sent in for evaluation and possible repair. There was no patient involvement.